Manufacturer narrative:
A ge service representative performed an on site investigation. The software and calibrations were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system shutdown in the middle of a procedure. No patient injury was reported.